Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was visited by emergency medical services when his blood glucose was 53 mg/dl. Leading up to the call to emergency medical services, the customer had delivered a bolus for blood glucose of 400 mg/dl before going to bed, his mother was awakened by noises the customer was making, and when she went to check on him, it looked like he was having a seizure. It was further stated that a piece on the customer's insulin pump by the reservoir compartment was sticking up. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.